Event description:
Dr did a reoperation for hiatal hernia repair and nissen fundoplication. He used a inguinal hernia graft cut to a u shape and fixed with ems covidien stapler. The graft was not wrapped circumferentially around the esophagus. Three weeks later, the pt returned complaining of not being able to swallow liquids, only minimal solids. Dilation with a balloon was done and was given prednisone. The pt did well with medication, but once stopped, the pt again experienced symptoms of difficulty in swallowing and discomfort. At 90 days post-op, the pt was evaluated and intense fibrosis was noted. Dr removed most, but not all of the graft. He opened the crura slightly and left it open to reduce stenosis. The pt now seems to be doing well.

Manufacturer narrative:
No device returned for examination. Cook biotech believes that the wrong device was used for the specific application. The device used was vacuum pressed material labeled for inguinal hernia repair. Cook biotech recommends use of lyophilized material labeled for hiatal hernia repair for this application. This second operation has heightened risk of fibrosis. The device used is known to shrink. The device used is not precut to shape. Studies confirm that vacuum pressed material is sub-optimal for this procedure. Proper notch configuration of the recommended device should minimize possible constricture of the esophagus. Additionally: the closure of the crura may have been too tight. The fundus may have been wrapped too tightly. The device may not have been cut correctly by the surgeon. Inadequate suturing of the device may have caused possible constricture of the esophagus. Cook biotech recommended filing an MDR because application of the wrong device may have contributed to the outcome.